Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned for investigation at zoll manufacturing corporation as received, the belt failed incoming functional testing. Upon evaluation, the electrode belt's dn to rear therapy electrode (te) cable was pulled out of the distribution node, damaging the internal wires of the cable section. The cause of the testing failure was the damaged wires in the dn to rear te cable. Two additional cable sections (ECG a, b to front te cable and ECG c and d cable) were also pulled from the distribution node, with the internal wires still intact. The pulled cables are consistent with the report that the electrode belt was damaged at some point during the event. The monitor evaluation is still underway. Upon receipt, the monitor was unable to recognize a signal from ECG or te electrodes. The cause of the failure was a loss of the driven ground due to an open r781 resistor. The damage to the r781 resistor is consistent with damage experienced when a patient is externally defibrillated while wearing the lifevest. The root cause of the observed resets is still under investigation. A supplemental report will be submitted upon completion of the investigation. Device manufacture date: monitor sn (B)(4): 05/13/2014. Electrode belt sn (B)(4): 07/31/2015.

Event description:
A us distributor contacted zoll to report a potential adverse event. The patient's doctor reported that the patient was treated at 12:00am on (B)(6) 2017 while at home. The patient was reportedly unconscious and had fallen off the bed. The patient's girlfriend found the patient on the floor face-down and reported that she attempted to move the patient's head so that he could breathe. The patient's girlfriend reported that she pressed the response buttons while it was alarming because she thought it would help the patient, she also reported hearing the device alarm to "stand clear." The patient's girlfriend called 911 and ems arrived and performed CPR. It was reported that by the time ems arrived, the patient had little brain activity. A zoll territory manager reported that at some time during the event, the electrode belt was damaged. It is unknown who damaged the device. At 01:14:52 am, the electrode belt was disconnected, after ems was able to restore the patient to a sinus rhythm. The patient was transported and admitted to the ICU. It was reported that the patient was unresponsive, in critical condition, on a ventilator, and passed away several days later, on (B)(6) 2017. Review of the downloaded flag data surrounding the event indicates that the device first entered a detection sequence at 12:01:02am on (B)(6) 2017. Per the ECG recording, the patient was in a sinus rhythm at 60 bpm transitioning to vf. Gel was released at 12:01:26am. The response buttons were pressed at 12:01:39, 12:01:42, and 12:01:43 am, delaying the delivery of a treatment during the first detection sequence. Between approximately 12:02:59 and 12:16:25 am, the device reset seven times during treatment sequences. The rhythm leading up to the first reset was vf. ECG data lost during the device resets prevented analysis of the rhythm during the entire event; however, the available snippets of ECG data indicate that the patient was in vf. Per the flag data, following each reset the high voltage capacitors remained near full charge, indicating that a full energy (150j) treatment was not delivered prior to the resets. After the seventh reset, no further arrhythmias were detected by the lifevest. The long term ECG recording revealed a sinus bradycardia/sinus rhythm from 40 to 60 bpm with motion artifact prior to disconnection of the electrode belt at 01:14:52 am.

Manufacturer narrative:
Follow up report - device evaluation - 02/01/2018: the device evaluation of electrode belt sn (B)(4) and monitor sn (B)(4) was completed. As received, the belt failed incoming functional testing. Upon evaluation, the electrode belt's distribution node (dn) to rear therapy electrode (te) cable was pulled out of the dn, damaging the internal wires of the cable section. The cause of the testing failure was the damaged wires in the dn to rear te cable. Two additional cable sections (ECG a, b to front te cable and ECG c and d cable) were also pulled from the distribution node, with the internal wires still intact. The pulled cables are consistent with the report from the zoll territory manager that the electrode belt was damaged at some point during the event. The device evaluation of monitor sn (B)(4) was completed. Upon receipt, the monitor was unable to recognize a signal from ECG or te electrodes. The cause of the failure was a loss of the driven ground due to an open r781 resistor. The damage to the r781 resistor is consistent with damage experienced when a patient is externally defibrillated while wearing the lifevest. An engineering investigation into the cause of the resets was conducted. Upon evaluation of the monitor, in addition to r781, damage was observed to the q10 triac. Testing confirmed that despite the damage, the triac was still able to deliver full energy pulses. The observed reset condition during a treatment sequence was able to duplicated during the investigation by simulating a short across the pulse wires during attempted treatment delivery. It is believed that due to the mechanical damage to the electrode belt prior to the attempted pulse delivery, a short circuit condition occurred somewhere along the pulse wire length. This short circuit condition resulted in an over-current condition during the pulse firing that induced an immediate reset of the monitor. Device evaluation summary - 11/15/2017: monitor sn (B)(4) and belt sn (B)(4) were returned for investigation at zoll manufacturing corporation as received, the belt failed incoming functional testing. Upon evaluation, the electrode belt's dn to rear therapy electrode (te) cable was pulled out of the distribution node, damaging the internal wires of the cable section. The cause of the testing failure was the damaged wires in the dn to rear te cable. Two additional cable sections (ECG a, b to front te cable and ECG c and d cable) were also pulled from the distribution node, with the internal wires still intact. The pulled cables are consistent with the report that the electrode belt was damaged at some point during the event. The monitor evaluation is still underway. Upon receipt, the monitor was unable to recognize a signal from ECG or te electrodes. The cause of the failure was a loss of the driven ground due to an open r781 resistor. The damage to the r781 resistor is consistent with damage experienced when a patient is externally defibrillated while wearing the lifevest. The root cause of the observed resets is still under investigation. A supplemental report will be submitted upon completion of the investigation. Device manufacture date: monitor sn (B)(4): 05/13/2014, electrode belt sn (B)(4): 07/31/2015.

Event description:
A us distributor contacted zoll to report a potential adverse event. The patient's doctor reported that the patient was treated at 12:00 am on (B)(6) 2017 while at home. The patient was reportedly unconscious and had fallen off the bed. The patient's girlfriend found the patient on the floor face-down and reported that she attempted to move the patient's head so that he could breathe. The patient's girlfriend reported that she pressed the response buttons while it was alarming because she thought it would help the patient, she also reported hearing the device alarm to "stand clear." The patient's girlfriend called 911 and ems arrived and performed CPR. It was reported that by the time ems arrived, the patient had little brain activity. A zoll territory manager reported that at some time during the event, the electrode belt was damaged. It is unknown who damaged the device. At 01:14:52 am, the electrode belt was disconnected, after ems was able to restore the patient to a sinus rhythm. The patient was transported and admitted to the ICU. It was reported that the patient was unresponsive, in critical condition, on a ventilator, and passed away several days later, on (B)(6) 2017. Review of the downloaded flag data surrounding the event indicates that the device first entered a detection sequence at 12:01:02 am on (B)(6) 2017. Per the ECG recording, the patient was in a sinus rhythm at 60 bpm transitioning to vf. Gel was released at 12:01:26 am. The response buttons were pressed at 12:01:39, 12:01:42, and 12:01:43 am, delaying the delivery of a treatment during the first detection sequence. Between approximately 12:02:59 and 12:16:25 am, the device reset seven times during treatment sequences. The rhythm leading up to the first reset was vf. ECG data lost during the device resets prevented analysis of the rhythm during the entire event; however, the available snippets of ECG data indicate that the patient was in vf. Per the flag data, following each reset the high voltage capacitors remained near full charge, indicating that a full energy (150j) treatment was not delivered prior to the resets. After the seventh reset, no further arrhythmias were detected by the lifevest. The long term ECG recording revealed a sinus bradycardia/sinus rhythm from 40 to 60 bpm with motion artifact prior to disconnection of the electrode belt at 01:14:52 am.